Manufacturer narrative:
According to the field, the system will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that cross-talk oversensing of the atrial signal on the right ventricular channel led to pacing inhibition for greater than three seconds. The patient is pacemaker dependent and felt pre-syncopal symptoms. Surgical intervention was performed and the system was explanted and replaced. No additional adverse patient effects were reported.